Event description:
It was reported that the patient presented to the hospital for a routine generator replacement. During the procedure, the chronic right ventricular (rv) and right atrial (ra) leads could not be disconnected from the pacemaker header. The pacemaker and leads were eventually separated. The pacemaker was explanted, and the chronic ra and rv leads were connected to a new pacemaker. The patient remained in stable condition.

Manufacturer narrative:
The reported event of failure to remove leads was confirmed. Analysis revealed that there was blood in both a- and v-connectors making it difficult to remove both the atrial and ventricle leads. All connector dimensions were found to be within specification. Blood was found present in the connector bores. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrews were normal and not stripped, they had no effect on lead removal. The blood was most likely not cleaned from the lead before it was inserted into the connector port at time of implant.